Event description:
This medwatch report was initiated upon the receipt and review of the device's initial inspection in preparation of the evaluation investigation of the event, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that the hub of the device that had been therapeutically placed (date unknown) in a patient (age and gender unknown) was leaking. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction. The initial inspection of the device that was performed on 25 october 2006 identified that the returned catheter shaft was broken in half in the location distal to the suture wing.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used; consequently, the expiration date of the device is unknown. In lieu of a reported lot number, a ship history report (shr) was performed. The device history records for the last three lots shipped to the customer in the six months prior to the event date have been reviewed. The device history records were reviewed for the packaging lots. All records appeared normal and no quality related issues or manufacturing related deficiencies were noted. As received for eval, the sample was found to be discolored. The entire sample was found to be pink in color. The sample was microscopically visualized using 10x magification upon return from sterilization. The catheter shaft was observed to be broken approx 2mm from the base of the suture wing over mold area. The end of the catheter where it was broken was uneven, as it would appear if the tubing was stretched to failure. During this eval, the catheter was primed through the valve using a syringe with water. The water exited the catheter when it was primed, indicating that the lumen was not occluded. Once the catheter was primed, it was clamped off at the distal end of the suture wing over mold area with hemostat clamps. An attempt was made to inject water into the catheter with the syringe to locate the reported leak at the hub. Back pressure was felt on the syringe piston when trying to inject the water. No leakage was observed in the catheter or around the valve. The cause of the discoloration of the sample is unknown. However, it is likely due to the customer's cleaning process. It is possible that the catheter shaft had been over stretched causing the catheter to break. However, we are unable to definitively determine a root cause for this incident. Based upon the condition of the sample as received, there do not appear to be any manufacturing related deficiencies. We are unable to determine a root cuase for this incident. This type of reported failure mode is monitored on a monthly basis. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedure.